Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-nov-2020, UDI#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were not getting a 50% improvement since implant. Patient experienced "couple days/3 nights" where symptoms are recently worsened. Patient also said the day is okay, but the night doesn't work. Patient leaks and wakes up soaked. Patient says they attempted to use their patient programmer (pp) to change programs, but was only was able to scroll through them and saw the ins/pp communicating screen. Patient needed help changing programs to program 4. It was reviewed and concluded that the pp was working as intended. At the time information was received, patient said their ins was off. Patient feels stimulation in the correct area. Patient changed from program 3 to program 4 at 3.2v. It was reviewed that it takes time for body to respond to therapy; therefore, titrations should be discussed with hcp. It was also reviewed to contact the patient's hcp if problem isn't resolved. Additional information received from the patient on dec. 14, 2018 reported that at their first post-op appointment on (B)(6) 2016, the doctor did an x-ray and told them that the lead wires had moved (unknown when this occurred). The stimulation and lead were replaced at a revision procedure on (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-nov-2020, UDI#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional). The lead movement was first detected on x-ray on (B)(6) 2017 and the cause of the lead moving was due to multiple falls. The issue was resolved (by replacement) and product was disposed of so unavailable for analysis. There were no further complications reported or anticipated.